Event description:
The customer reported the visera pro video system center has no serial digital interface (sdi). In addition, a loosen socket was noted. The event occurred during inspection and there was no patient harm or user injury reported due to the event. This report is being submitted for the sdi issue.

Manufacturer narrative:
The device has not been received to date. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.